Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, and excessive no delivery test or verify motor error alarm due to a33 alarm however, the motor passed the motor test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during manual priming. The customer stated that the device had been bumped a lot. During troubleshooting, the customer attempted to manually prime, but received a loose motor support disk alarm. The customer stated that insulin was squirting out during manual priming, but confirmed that the drive support cap appeared normal. Blood glucose level at the time of the incident was not provided. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.